Manufacturer narrative:
Device was received in backup operation. Analysis of the device image determined backup occurred due to code corruption while the device was implanted. Further investigation could not determine the cause of the code corruption, and analysis could not recreate the code corruption. Based on this information, abbott is performing further investigation. Battery assessment found the device battery is still above eri. Further testing found no high current drain or other causes of premature depletion. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, the device was no longer able to be interrogated. The physician alleges premature battery depletion of the device. Therefore, device was explanted and replaced. The patient was in stable condition following the procedure.